Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
A 1.8mm drill bit was damaged during surgery on (B)(6) 2013 with the fragment being left in the body of the talus. No additional time was added to the procedure and no harm to the patient. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The date of event was corrected from (B)(6) 2013 to (B)(6) 2013. The user facility reported the catalog # to be: 3872861; this is an invalid synthes part #. The correct catalog # is 317.861.

Event description:
Voluntary report number: mw5030071 was received. A copy of the report will be included in this report.